Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a neuron select catheter 5f (5f select), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, while advancing the 5f select through the neuron max over the aortic arch, the physician experienced resistance and observed under fluoroscopy that the 5f select was fractured on the distal length. Therefore, a snare device was used to remove the fractured part of the 5f select from the patient. The procedure was completed using the same neuron max and another catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron select catheter 5f (5f select) confirmed that the catheter was fractured. This type of damage typically occurs if the 5f select is advanced or torqued unrestrained against resistance. Based on the reported event, the root cause of resistance could not be determined. A portion of the fractured tip was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the following sections were updated on this follow up #1 MFR report: 1. Section d. Box 1. Manufacturer email. 2. Section d. Box 8. Was this device serviced by a third party? 3. Section g. Contact information. 4. Section h. Box 6. Component code 1. 5. Section h. Box 6. Health effect impact code 1 & health effect impact code 2.